Event description:
The pt's chemotherapy infusion of vincristine, adriamycin, and dexamethasone was initiated at an outpatient clinic via a groshong catheter at a rate of 6 mls per hour. The pt returned home, and approx 1 to 1 1/2 hours into the infusion, the pt called the clinic reporting air in the tubing set distal to the filter. They were instructed to stop the infusion. The pharmacist went to the pt's home and reportedly found a 7" line of air distal to the filter. They removed the air and restarted the infusion. After an unspecified period of time, the pharmacist examined the tubing again and reportedly found air completely filling the distal tubing. No air was delivered to the pt. The infusion was discontinued and restarted the next morning at the outpatient clinic. The pt was examined by a physician for any signs of adverse effects, and none were noted. Although requested, no additional info was provided.